Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the screw is no longer working properly and insulin is not being injected. The customer's mother stated the screw moves a little bit but not that well. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.